Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11 . H11: the device was received for evaluation. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition, and all components were correctly placed according to the specification. Pressure test was performed and no leakage was observed. However, there was no flow through the unit during the clear passage test. The reported condition was verified. The cause of the condition was related to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp 3 lead microbore catheter extension set was "clotted" and would not flush from one of the leads. The issue was identified prior to patient use. The extension set was subsequently replaced. There was no patient involvement. No additional information is available.